Event description:
It was reported that a patient had a system error 2240 (air in line) alarm on the homechoice device. The patient was connected at the time of the alarm for a dwell cycle of peritoneal dialysis therapy. Nothing was found during troubleshooting that could have caused or contributed to the alarm. The nurse stated that the patient hung their bags on IV poles, which the technical service representative explained is not recommended. The patient was to complete therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.